Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Pump was received with normal operating currents. No unexpected low battery alarm noted. The pump passed the dat test. The pump was received with scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2018. The customer reported that patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 172 mg/dl. The customer¿s blood glucose was above 600mg/dl at the time of hospitalization. The customer¿s previous blood glucose was 184mg/dl. Cause of hospitalization per doctor was diabetic ketoacidosis. The customer was treated with intravenous drip of insulin. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The alarm history showed loading incomplete, no alarms, battery low battery alarms. The pump passed high pressure test. The insulin pump will be returned for analysis as per customer's request.